Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ipg replacement procedure on (B)(6) 2025, it was noted that both thoracic leads had several high impedances. To address the issue, both thoracic leads were replaced during the same procedure on (B)(6) 2025. Therapy was restored post op.